Event description:
It was reported that the endoscope had cloudy image issues prior to starting the da vinci-assisted procedure. A spare scope was used for the procedure. The defective scope was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the scope had missing distal window resulting in fluid invasion and subsequent major damage to optical components.